Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually tested but the customer reported issue could not be confirmed as the pump was not able to be powered on. The cause of the reported issue was thought to be due to the severe contamination found on the battery compartment and other exterior parts of the pump. The unit was deemed beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pumps flow accuracy test failed. Patient involvement was unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.